Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to possible infection. Reportedly, the patient had swelling and discoloration around the implant site wound. No adverse patient effects were reported. The rv lead remains implanted.